Event description:
It was reported that during a device change out, the lead was tested and appeared to be functioning properly and had normal hv impedance of 36ohnms. During induction testing, the device could not defibrillate and the patient needed to be externally rescued. A crackling/popping noises were observed. The physician then removed the device and briefly inspected the lead. The device was reattached and an warning message stating "possible output damage" was observed. The physician observed that there was a black burn spot and a crack over one of the coils. The lead was explanted.